Event description:
It was reported that a spectrum iq infusion pump failed to detect upstream occlusion. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: h3, h6, h11: the device was received for evaluation. During functional testing, the reported problem "unable to detect upstream occlusion" was not reproduced. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was the ultrasonic sensor out of calibration. The ultrasonic sensor required to be calibrated to address the issue. Should additional relevant information become available, a supplemental report will be submitted.